Event description:
A malfunction on the pump was reported by the caller. There was no reported adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The caller was instructed to call back if the malfunction code recurs, and they acknowledged and understood this guidance.